Event description:
Customer mentioned that the needle protruded from the end cap. The lancet was properly seated in the lancing device, no adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.